Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer four was failed to stay closed. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station's main drawer 4 failed to stay close. The field service engineer (fse) had resolved the issue by replacing the missing inseparable magnet, removing dust, and verifying all connections. The system functioned as intended after the field service engineer repaired the device.